Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump exhibited "system failure error". It was reported that when powered on the pump displayed "a system failure: primary audible alarm post". No patient injury reported.